Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient, who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the device completely pulled out during the night last evening. The patient had already reached out to the hospital and would contact the healthcare provider on monday. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the device pulling out was not determined. It was noted that no actions were taken to resolve the device pulling out; it was removed and turned in already. No further patient complications are anticipated or expected as a result of this event.